Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce high performance balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in a female patient ( weight unknown) the same day.. According to the complaint, "balloon popped during esophageal-gastro duodeno scopy" the physician completed the procedure with another maxforce high performance balloon dilatation catheter.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.